Event description:
It was reported that during a laparoscopic lobectomy, the jaws did not open since the knife did not return to home position properly after firing. The cartridge was green. The device was released with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: in regard to the following complaint, would you be able to clarify what is meant by ¿the knife did not return to home position properly after firing¿. Did the knife fail to return automatically after the completion of firing or did the device ¿lock out¿ and the manual return lever had to be used? Response from affiliate- the knife fail to return automatically after the completion of firing and the manual return lever had to be used. The analysis found that one pse45a device was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.